Event description:
On february 22, 2022, drive devilbiss healthcare identified a comment on amazon that reported an event involving a rollator. The commentor stated that "the front leg collapsed yesterday. My husband is now in the hospital with a hip fracture and is awaiting hip surgery." Drive is currently attempting to identify the commenter through amazon, or contact the customer through further commenting, in order to investigate the event, including retrieving the rollator for inspection and evaluation.